Event description:
Boston scientific received information that this device was explanted and returned with no allegations from the field. No adverse patient effects were noted. This event was created due to the initial testing performed by our (B)(4) laboratory. Initial testing noted a possible performance issue.

Manufacturer narrative:
The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted the device was operating in safety core. It was noted that the device reverted to safety core operation as a result of shocking into a shorted lead.